Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy". Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The device was not returned.

Event description:
It was reported that the patient was placed with foley catheter after the operation on the (B)(6) 2023. At 4:20 on the (B)(6), the patient complained that the catheter fell out. Upon checking, it was found that the front tip of balloon on the foley catheter had burst, which caused the catheter to slip out. No bleeding occurred. The patient continued to be observed, and the patient was able to urinate on their own without complaining of discomfort. Per follow-up information received from ibc on 03mar2023, clarified that tip burst referred to balloon burst and break also referred to balloon burst in device failure performance in the attached source document.